Event description:
It was reported that catheter entrapment occurred. An opticross imaging catheter was introduced across the target lesion and good images were obtained. However, during removal, the catheter stuck on the wire. Multiple attempts were made to dislodge the catheter and eventually the wire kinked. The whole system was removed and the procedure restarted. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The device returned with the guidewire stuck in the exitport. The guidewire exitport was observed damaged. No other issues or defects were observed during product analysis of the returned device.

Event description:
It was reported that catheter entrapment occurred. An opticross imaging catheter was introduced across the target lesion and good images were obtained. However, during removal, the catheter stuck on the wire. Multiple attempts were made to dislodge the catheter and eventually the wire kinked. The whole system was removed and the procedure restarted. No patient complications were reported.